Manufacturer narrative:
The device used for treatment was returned. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The long attachment was attached to a drill and bur was attempted to be inserted into long attachment. The reported complaint was confirmed. The bearing is obstructing the bur from passing through. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. Navio surgical system instrument kit cleaning and sterilization guide 500094 rev g indicates to "refer to the anspach emax 2 plus system user¿s manual for instructions on mechanical/automated cleaning of the anspach emax 2 plus surgical drill and long attachment." No containment or corrective actions are recommended at this time.

Event description:
It was reported that during setup for the case it was found that burr was not passing through the long attachment smoothly. And long attachment is faulty. No patient involved.

Manufacturer narrative:
Results of investigation have been corrected as follows: the device used for treatment was returned. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The long attachment was attached to a drill and bur was attempted to be inserted into long attachment. The reported complaint was confirmed. The bearing is obstructing the bur from passing through. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode identified similar events. The most likely cause of this event is internal bearing deterioration/breakdown of bearings and it's components due to excessive heat during use and or water ingress during sterilization processing. This issue is being further investigated under corrective action.